Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed intermittently during initial testing; however, after disassembling the device to determine root cause, the issue was no longer seen. The inner frame was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unknown), the device failed to charge. Complainant indicated that the patient expired, however it is unclear if it was a result of the reported malfunction.